Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned micro-compression screw is broken in half and only the proximal half of the screw was returned. The fracture surface displays evidence of torsional-overload. The most likely cause is the bone being improperly prepared, thus creating a situation in which over-torquing could occur. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during insertion, the implant broke in half. The implant had been implanted approximately half-way before breaking. The proximal end of the implant was removed from the patient while the distal end remained in the patient's bone. The surgeon had made an attempt to remove the fragment with a grasper; however, the attempt was unsuccessful. Bone preparation for this attempt was done using guide wire and a drill bit. To complete the case, the surgeon used a different part number (ar-8730-16pt). The procedure was a scarf foot/ankle.